Event description:
It was reported to medtronic minimed that the customer was hospitalized with diabetic ketoacidosis (dka). The blood glucose of 495 mg/dl following symptoms of vomiting, flu and feeling unwell. The customer reported blood glucose value of 400 mg/dl, and the hyperglycemic event was treated with insulin pump and manual injection. The event involved product(s) mmt-342, mmt-431ak, mmt-1884 and mmt-7040a. Troubleshooting was performed and was using the insulin pump system within 48 hours prior, and no sensor was in use at the time. Hospital treatment included insulin by injection and IV drip; no changes in prescription medications were reported. Ketone testing was not performed. No further patient complications were reported. No product replacement or return was required for mmt-1880l,mmt-332a,unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary), h6(updated type of investigation, investigation findings, investigation conclusion code), section h11(updated return status rationale) with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1880l, mmt-332a, unomedical. The mmt-1880l will not be returned for analysis.